Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because loosened slide brackets. The field service engineer was shutdown medstation and loosened slide brackets and worked in drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation es system had drawers sticking. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.